Event description:
The handpiece overheated during restorative filling procedure and the patient received a thermal burn injury to the inside of their cheek and lip. The patient was given vitamin k ointment to apply to the affected area. The doctor had a follow-up visit with the patient and the patient is reported to be healing as expected without need for additional medical treatment.